Event description:
During an angiographic procedure of this pt (age and gender unk) the diagnostic catheter blew a hole in its side upon the initial injection of contrast. The target vessel is unk. The info states that the product appeard to be intact when it was taken from the packaging and was prepped according to the instructins for use (IFU). There was no difficulty flushing the catheter with saline or passing a guidewire through the catheter. No kinks or bends were noted in the catheter during insertion. Upon the initial injection of contrast, at the appropriate injection pressure, the contrast blew a hole in the side of the catheter in a medial location, above the sideholes. There was no report of any separation of the catheter. The physician placed a guidewire through the catheter, to assure that target vessel access was not lost, and carefully removed the catheter and replaced it with another diagnostic catheter. The product is available for evaluation and testing; however, it has not been received to date.